Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on alcon wavelight¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patient's right eye nine days post lasik. An oral steroid was prescribed. Upon follow up, dlk has been reported resolved.